Manufacturer narrative:
The device was returned to olympus for service. The service evaluation confirmed the customer¿s reported problem, no image due to a defective charged coupled device unit. Additionally, there is a kink on the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head has a no image defect, ¿will not show a picture¿. The reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.